Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email serious injury. Customer's blood glucose level was over 350 mg/dl. Customer experienced diabetic ketoacidosis due to a bent cannula which patient believed resulted in a miscarriage since they were pregnant at that time. Customer advised a week before this incident they had been hospitalized due to high blood glucose levels. Customer advised they replaced the infusion set twice but the cannula was bent both times. Customer experienced severe nausea, vomiting which she went through these symptoms while pregnant. Customer was placed on insulin drip while at the hospital. Customer advised they gave their insulin pump to their doctor who would send it over for analysis to determine if the device was defective or working properly.